Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the alarm occurred during a prime. Customer has completed a set change. The customer's blood glucose was 404 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer declined to return the insulin pump for analysis.